Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the error 25745 (p2=1) was found indicating the error was pointing to the tornado down button, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the tornado down button was not working, replicating the reported event. The usm was then installed on a patient side cart fixture test platform (pftp) where the instrument buttons test failed on tornado down button. Once testing was completed, the axes controller spar button board 3 (acsb3) printed circuit assembly (pca) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to axes controller spar button board (acsb) 3 printed circuit assembly (pca). It can be resolved by replacing the usm.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted benign hysterectomy surgical procedure, the customer was still having issues with universal surgical manipulator (usm) 4 and was requesting immediate follow up and service repair. The procedure was completing as planned with no reported injury.